Event description:
It was reported that the patient underwent an initial right anatomic total shoulder surgery and approximately 3 years later at the patient 3-year post-op appointment radiolucency and osteolysis was noted on x-ray. The patient has mild pain and can complete 81-100% of adl¿s. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - medical devices: tess glenoid cmtless bseplt s3; item# p1700333; lot# unknown; tess hum centred head 52mm; item# p1700140; lot# unknown; tess hum anatomical corolla s2; item# p1700444; lot# unknown; tess hum stem small; item# p1700128; lot# unknown. G2 - foreign: france. Multiple MDR reports were filed for this event, please see associated reports: 3006946279 - 2023 - 00110, 3006946279 - 2023 - 00112, 3006946279 - 2023 - 00113, 3006946279 - 2023 - 00114. The products remain implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Devices are used for treatment. Medical records and radiographs were provided and reviewed by a health care professional. The review identified that the osteolysis started to appeared 3 years post-op. Since that, it has extended and there is now also radiolucency of both glanoid and humerus in addition to the osteolysis. No contributing factor of the event has been found in the medical records. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4 - primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.